Event description:
After an implantation period of approximately 39 months it was reported that oversensing in ventricular channel was observed. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore only based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data have been inspected, confirming the clinical observation. Based on the data there was no indication of an ICD malfunction. In conclusion, the clinical observation was confirmed. The ICD functioned as expected based on the available data. There was no indication of a material or manufacturing problem for the ICD or the lead.